Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conclusion: conduction disturbances are known potential adverse effects per the device IFU, and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations, and a conclusive cause could not be determined from the limited information available. It should be noted that the preoperational ECG showed a history of rbbb. No further adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following the deployment of the valve the rhythm changed to left bundle branch block (lbbb). The lbbb dissipated and was replaced by rbbb. The patient remained hemodynamically stable. Four days following the implant of the valve, the patient presented with shaking and syncope. An electrocardiogram (ECG) revealed a new first degree atrio-ventricular (av) block. Subsequently, complete heart block (chb) developed and a permanent pacemaker was implanted five days after the implant of the valve. No additional adverse patient effects were reported.